Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension vista 500 instrument. The discordant chloride result was reported to the physician(s), but the discordant sodium result was not because it had failed the delta check, indicating that it did not match previous sodium values for that patient. The operator repeated the same aliquot sample on the same instrument, obtaining a lower sodium result. The sample was not repeated for chloride. The operator then tested the primary tube from the patient on the same instrument and an alternate dimension vista instrument and the sodium and chloride results were both lower. The corrected results were reported to the physician(s), who received them prior to reviewing the discordant chloride result. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer had repeated all samples from the same timeframe as the discordant results on the same instrument and an alternate dimension vista instrument and there were no additional discordant results. The cause of the discordant sodium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.